Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient fell sometime last year in 2014 and that was what led to the replacement they got then.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v814856, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was originally placed in the wrong foramen. Specifically, it was implanted in the s2 foramen instead of s3. It was noted that the patient was in retention. Diagnostics and troubleshooting performed included impedance testing, x-rays, and reprogramming. A revision was performed where the old lead removed and a new lead was placed in the s3 foramen. The patient status was reported as responding to the therapy very well and was not in retention anymore. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device code: (B)(4). Added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was not working and that all he knows is that the lead was not firing. No further complications were anticipated/reported.